Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was updated. Further investigation had taken place by the bwi product analysis lab, and the results are as follows: visual analysis of the returned sample revealed that the sheath was found in normal condition, however, revealed some bends on the vessel dilator. (It had been previously reported that the hemostatic valve was found dislodged inside of the hub; however, it was determined that after further inspection of the device, the hemostatic valve was in fact not dislodged). The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing with the vessel dilator. The od vessel dilator was measured, and it was within specifications. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. The hemostatic valve came apart and made it difficult to pass the dilator. It was reported that the hemostatic valve came apart and made it difficult for the dilator to come through. The sheath was replaced, and the issue remained. The sheath was replaced, and the issue resolved. It was also reported that the sound star catheter gave a 6300 and the system would not register the catheter at all and it felt loose at the connector as well. The catheter cable was replaced and the issue remained. The catheter was replaced and the issue resolved. Additionally, it was reported that the smartablate foot pedal was not responding when ablating. The unit was rebooted with no resolution. The case was completed manually. Additional information: there appeared to be the white valve come loose and be visualized, to where inserting the dilator was very difficult to thread. The hemostasis valve (gasket) did not break into two or more separate pieces: appeared to be solid. The hemostatic valve became detached from the sheath. The event occurred during prep before the case. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised and there was no bleeding. The resistance was from inserting the dilator into the sheath during prep. They were having to push really hard resulting in the dilator to bend and not be functional. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The catheter/needle was not still able to be moved through the sheath. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 6-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve came apart and made it difficult to pass the dilator. It was reported that the hemostatic valve came apart and made it difficult for the dilator to come through. The sheath was replaced, and the issue remained. The sheath was replaced, and the issue resolved. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub and revealed some bents on the vessel dilator. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 50000020 number, and no internal actions related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).